Event description:
It was reported that the pump was primed on the back table for a total prime volume of 0.256 ml. 7.6cm section of 8578 catheter was added to the pump for the back table prime. It was noted that because, the pump was not primed with 0.3 ml + the volume of the 8578 catheter there was a potential for the patient to go without drug for up to 1.44 days based on the difference in what was primed vs. What should have been primed. In addition, based on the catheter length and flow rate, if the patient were to go without drug it would occur in 4.2 days. Drug delivered via the pump was baclofen (unknown) 1000mcg/ml.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. Catheter: model: 8578, serial# unknown, implanted: 2011 (B)(6), explanted: unk. Physician programmer: model: 8840, serail#: unk.

Event description:
Additional information: it was later reported that there were no adverse effects on the patient, patient was doing very well. Device troubleshooting was done after procedure; it was a calculation on the prime bolus to fill the pump tubing.